Manufacturer narrative:
(B)(6) 2018. The customer was advised by philip's product support engineer (pse) to evaluate the power supply operation. The customer was advised to replace the power supply. The customer ordered the power management printed circuit board assembly. No parts were returned for evaluation, therefore a root cause could not be determined.

Event description:
The customer reports that the unit only operates via battery, no alternating current (ac) operation. There was no patient harm reported. Patient information was requested but the customer declined to provide. The event date was not specified, estimate used.